Event description:
It was reported that following an esophageal stenting treatment procedure, stent distortion occurred. The target lesion was in the gastrectomy anastomosis. A 23x10 ultraflex covered ng esophageal stent was implanted to treat the target lesion. "Proper" stent placement was confirmed endoscopically and fluoroscopically. Five hours later, the patient experienced pain and began vomiting. An x-ray confirmed that the previously implanted stent appeared "distorted and twisted like a figure 8". The patient also experienced dysphagia and apnea at an unspecified time. Twenty four hours later, a 6cm, 22mm diameter, wallflex duodenal stent was implanted inside the ultraflex covered ng esophageal stent. There were no additional patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device would not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.